Event description:
The (B)(6) customer reported "unspecific staining problems." The customer withheld testing until repair was completed. The field service replaced the probe, rubber molding, and drain sink filter. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
The probe malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.